Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized for 3 days on sunday at 4 pm due to the high blood glucose level. The customer was at over 700 mg/dl when admitted to the hospital. Customer was wearing the insulin pump at the time of the hospitalization. Customer stated that when customer running to high blood glucose at 400 mg/dl he took bolus and take his blood glucose value again and he had the blood glucose level higher than 500 mg/dl. Customer was treated in the emergency with the bolus. The insulin pump will not be returned for the analysis.